Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the actual tubing came out of the tubing connector and the quick release. The infusion set had been removed. No further information available.